Event description:
Device implanted in 1999. Subsequent radiographs showed non-union of fracture and one fractured screw. Surgery performed in 2000. Noted that all four plate screws had fractured. Hardware was removed and replaced with bipolar prosthesis.